Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported the cylinder readings were inaccurate to the doctors preoperative planned cylinders. The surgeon trusted the systems measurements and implanted a non toric lens and the patient's postoperative cylinder is from 1.5 to 2.0 diopters of cylinder. Additional information has been requested.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. A clinical application specialist (cas) provided feedback on this case. There were three patients in which the cylinder readings were inaccurate. The surgeon optioned for treatments that did not involve astigmatism correction on the first two patients. However, the surgeon used the cylindrical reading for the third patient, which resulted in residual astigmatism. The cas stated the following: these images are from the fourth capture in which the intraocular lens (iol) was chosen. The lid speculum was open with great clearance. The patient was well fixated. The tear film looked good and the fringe pattern looked clear. The surgeon was also lifting up on the lid speculum so as to not allow any pressure on the cornea. The surgeon was controlling all variables for this patient. The calibration was checked for this aberrometer and it was replaced. The system was examined and the reported event was not confirmed. The company representative performed a review of field verification testing (fvt) readings and found that the delta sphere range was between 0.5-0.6 diopter (d), when previously the value was closer to 0 d. There was no indication that the aberrometer failed fvt. As a preventative measure, the aberrometer was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The returned aberrometer was received for evaluation. A visual assessment of the returned sample revealed no visual non-conformity. The returned aberrometer was connected to a calibrated system and passed fvt. The delta sphere was measured to be 0.13. The aberrometer was also tested for measurements against the full dynamic range for artificial eyes and passed specification for measured values. Based on the information provided for this investigation, the customer reported event is unable to be confirmed. The root cause is unable to be determined conclusively as the aberrometer was found to meet specification (in relation) to the reported event. The aberrometer was found to meet specification related to the reported event, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).